Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to authenticate and log in to the es system. The technical support specialist (tss) accessed server and station, and the es user account was confirmed as active. The datasync and active directory services were restarted. A login attempt was performed, and the user was able to access the station and dispense medications without errors. The case was closed after confirmation that no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.